Manufacturer narrative:
(B)(4), evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and power on self-test were performed. During the visual inspection it was identified that the display was not working. The display issue was caused by a low battery. The battery was replaced to fix the reported condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had a damaged display. There was no patient involvement. Additional information was requested and is not available.